Event description:
Revision surgery - due to the patient having aseptic loosening.

Manufacturer narrative:
The reason for this revision surgery was aseptic loosening. The length of in vivo service was 11.3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. Nmcr (B)(4); boxes were wet, implants not affected, repackaged and approved for use. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 4 infections, 1 broken or cracked, 2 instability, 2 pain. This is the first complaint against this lot number. This event is deemed to be non-product related. The root cause for aseptic loosening was not reported. The scope of this investigation is limited without having the parts available to (B)(4) for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.